Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. Product ID 8840, serial# (B)(4), product type programmer, physician. (B)(4).

Event description:
It was reported the pump was refilled with 500mcg/ml concentration drug instead of 2000mcg/ml concentration and no bridge bolus was performed. The error occurred on (B)(6)-2015 and the patient began to experience symptoms on (B)(6)-2015. The programming error caused the patient to experience underdose; more twitching (usually experienced when nearing refill) and itching (did not last long). The healthcare provider (hcp) was instructed on the procedure for system contents removal to switch the drug concentration back to 2000mcg/ml without the need for a bridge bolus. The patient was given oral baclofen and had been symptom free since. Additional information indicated the hcp did not have any refill kits, so the plan was to leave the 500mcg/ml concentration drug in the pump for now and replace it with the correct concentration on (B)(6)-2015. The hcp was then instructed how to bypass the bridge bolus. The pump was programmed back to flex dosing, which the patient had been on prior to the error (daily dose 598.7mcg/day). The pump was used to deliver lioresal (baclofen).